Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was damage of tube near the right cylinder near pump. The reservoir was left in the body. The device was explanted and replaced.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan one touch release pump and two cylinders were received for evaluation. The inlet tube with connector was detached for testing. Examination and testing of the returned components revealed a separation in the tubing of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the separation revealed the surfaces to be rough and irregular, indicating sufficient stress was exerted to separate the site. Partial separations within abrasion were also noted on the tubing of cylinder 2 and on both pump exhaust tubing and pump inlet tubing. Testing revealed these to not be sites of leakage. Surface abrasion was noted on all pump tubing and the tubing of cylinder 2. No functional abnormalities were noted with the pump or cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the tubing of cylinder 2. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.